Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels presented in a ribbon. The user laid off the foot pedal and lower the laser output to 78%, but the residual blue pixels remained present. It was noted a biopsy was performed prior to the case. There were no patient complications reported in relation to this event.